Event description:
The recipient is reportedly experiencing intermittencies and loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another cochlear implant.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. The reported complaint of intermittent malfunction could not be verified during this analysis. The device passed the electrical tests performed. No corrective action indicated. This is the final report.